Manufacturer narrative:
(B)(4). Additional information: the lot 14f016 was manufactured between june 9, 2014 and june 10, 2014. One actual unit was received at the plant for evaluation. Visual and microscopic examination was performed on the device. The reported conditions were verified. The cause was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. This occurred during patient infusion of alizapride (non-baxter product). There was no report of patient injury or medical intervention associated with this event. No additional information is available.